Event description:
It was reported that during an unknown procedure, the tissue pad fell off. There was no additional information provided.

Manufacturer narrative:
Date sent: 09/12/2008. Information anticipated, but unavailable at this time.